Event description:
It was reported that post-procedure while still in the operating room that there was increased in ectopy. Device based testing revealed r-wave amplitude variation, varying low voltage impedance, and unstable capture thresholds. Chest x-ray was performed but the results were inconclusive. On (B)(6) 2024, the physician elected to reposition the right ventricular (rv) lead. The patient condition was stable before, during, and after.